Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the instrument log was performed. The instrument was last used on (B)(6) 2021 on system sk5003. Harmonic ace instrument has 0 uses remaining after last use. Harmonic ace instrument is intended for a single use. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the metal tip of the harmonic ace instrument broke off. The fragment fell inside the patient with no evidence or claim of user mishandling/misuse. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic chest anastomosis surgical procedure, the metal tip of the harmonic ace instrument broke off. The fragment was retrieved during the procedure. The customer was taking out tissue when the instrument broke. The instrument wrist straightened upon removal. The instrument did not collide with any other instruments. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"